Manufacturer narrative:
Product analysis: the power button was confirmed to be out of mechanical specification. Output connector assembly was found to be broken. Display wire was found to be pinched, with intact insulation. Case, hanger and seal were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken power switch. The epg was returned for service. No further information could be obtained. No patient complications have been reported as a result of this event.